Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had went in to have the device programmed to work in both legs. The patient stated that all of a sudden, the stimulation on the right side had stopped. During troubleshooting, they reported that they were getting a message on the patient programmer (pp) to change the batteries. The patient stated that they would be back when they had batteries. No further complications were reported. Follow-up was conducted.